Manufacturer narrative:
Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cervical spinal fusion, the imaging system could not perform 3d image acquisitions when prompted by the handswitch. It was reported that the site reverted to 2d image functionality the re-entered 3d functionality without resolution. The site then used the footswitch to complete the image acquisition. There was a reported delay to the procedure of between ten to fifteen minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.